Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe and crack on distal end (a gap had occurred). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a leak in the supply connector. Additionally, it was observed that water tightness was lost due to a crack on the scope connector. Upon further inspection, it was observed that there was a crack at the distal end in which a gap has occurred. Further, the gap is between the acoustic lens and ultrasound probe. It was also observed that water tightness was lost due to deformation of scope cover and a crack on the scope body. It was observed that the up and down knob cannot be locked securely due to wear of the lock engagement lever. It was also observed that the suction, air and water cylinders had discoloration. It was observed that the elevator channel plug was loose. It was also observed that the scope cover had a chip. It was observed that the scope body had a crack. It was also observed that the scope connector was deformed. It was observed that the number of missing elements exceeded the standard value due to damage on the ultrasonic probe. It was also observed that the displayed ultrasound image was defective due to peeling of acoustic lens. It was observed that the acoustic lens and distal end had a scratch. It was also observed that the adhesive of the bending section cover had a discolored area. It was observed that the coating on the connecting tube had peeling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap could not be determined. Olympus will continue to monitor field performance for this device.